Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Start-up and multiple flow and occlusion tests were performed. The issue was not confirmed. The operator could not repeat the customer's stated problem. However, there was a check clutch or plunger lever error in history. Preventative maintenance was performed.

Event description:
Information was received indicating that the medfusion 3500 pump failed occlusion testing. The issue occurred during testing and there was no patient involved.